Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. No erroneous results were reported outside of the laboratory. An aliquot of the sample initially processed on the modular pre-analytics (mpa) system, resulted with an na value of 114 mmol/l. The primary tube of the sample was repeated on a second analyzer, resulting with an na value of 138 mmol/l. The sample aliquot from the mpa system resulted with a cl value of 135.6 mmol/l. When the primary tube was repeated on the second analyzer, the cl value was 105.6. No adverse events were alleged to have occurred with the patient. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. System reagents were not changed on the day of the event. The reporter did not clean the analyzer "reference filter" bi-annually. The reporter was asked to clean the filter. Ise checks and precision studies were performed. Based on the check results, additional maintenance was performed on the analyzer and the reference electrode was replaced. Additional ise checks were performed after these actions.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.